Manufacturer narrative:
(B)(4). . G2: japan customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure twelve years post implantation due to instability, pain, decreased rom, osteolysis, and implant wear. During the revision noted implant fracture, black tissue staining, metal debris, and implant loosening. All components were exchanged. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h1, h2, h3, h4, h6, h11. Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates there is 12 years post op: CT & MRI osteolysis, intraosseous cyst on the lateral aspect of the proximal tibia; recurrent instability and pain with weight bearing, difficulty ambulating, tenderness and pain at rest revision notes: synovial membrane proliferated; soft tissue stained black from metallic debris; components found loose, bone loss to lateral side of tibia, post and cone of insert fractured, insert wear particles noted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.